Event description:
A pulsar-18 t3 stent system was selected for treatment and inserted into the lesion, but the stent could not be released. The complaint device was removed from the patient and a new device was used successfully.

Manufacturer narrative:
Additional information: after additional correspondence with the local staff, it was clarified that the affected device was used properly but the stent did not release. The device was withdrawn without any problems. Outside of the patients body, the physician was able to release the stent on the operating table. No further information (e.g. About the target lesion, the procedure) could be obtained. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the outer shaft has been retracted by about 31 mm. The stent has been fully released and was returned separately. The stent is not deformed or damaged. The device shaft dimensions comply with the specifications. The device shaft shows no damage or irregularity besides a kink at the distal end of the handle lever which, however, may have been induced during re-packaging for the return shipment. The safety button at the handle is in the unlocked position. Upon rotating the rotating wheel, the braided shaft retracts normally. Review of the production documentation confirmed that the device was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.